Event description:
Pt had an infected knee and the surgeon removed the tibia baseplate, tibial insert, and femur. After irrigating the wound, the surgeon reimplanted the femur which he cleansed before reimplanting and inserted a new insert. The surgeon used the insert in a construct with antibiotic cement. Surgeon believes that a full revision will be completed in about 3 months (after the infection is gone). The patella was not removed, as it was kept to complete the construct.